Event description:
Reportable based on the device analysis completed on 18mar2025. It was reported that the device failure to inflate occurred. The target lesion was located in the left circumflex artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted insufficient inflation of the balloon. The device was completed with the use of another of the same device. No patient complications were reported and the patient was good post procedure. However, the device analysis revealed a pinhole.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Multiple hypotube kinks were noted. No kinks or damages noted on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole 1.5mm from the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed signs of tip damage with the distal section deformed. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instruction for use, however, a leak was noted coming from the pinhole 1.5mm from the proximal markerband. No other device issues were identified during returned product analysis.